Manufacturer narrative:
The user reported being hospitalized due to a high fever and stated that no diagnosis had been made. The event occurred on 29-sep-2025. At the time of the call, the user expressed concern because the cause of the illness was still unknown. The event was not related to diabetes or glucose measurements. Per dms review, the user has not used the system since (B)(6) 2025 at 6:17 pm.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized due to a high fever. The user has not been diagnosed. The event happened on 29-sep-2025. At the time of the call, the user was feeling concerned since they don't know the diagnosis yet.the event was not related to diabetes or glucose measurements. Upon review of dms, the user has not been using the system since (B)(6) 2025 at 6:17 pm.